Manufacturer narrative:
(B)(6). Method: the complaint bc191 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint bc191 flexitrunk infant nasal tubing confirmed that the tubing was damaged between the 7th and 11th spiral at the circuit connector end. The film was wrinkled and torn. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely due to the tubing being pulled. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."

Event description:
A healthcare facility in new zealand reported, via a fisher and paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing was found to be damaged. It was further reported that the patient desaturated to an sp02 level below 20% for roughly 2 minutes. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint bc191 flexitrunk infant nasal tubing for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new zealand reported, via a fisher and paykel healthcare (f&p) field representative, that a bc191 flexitrunk infant nasal tubing was found to be damaged. It was further reported that the patient desaturated to an unknown level. We are following up with the customer to understand the level of desaturation experienced by the patient. No further patient consequences were reported.